Event description:
A periodic review showed that high impedance was observed on the device, the device was subsequently disabled the same day. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.